Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this crt-d was explanted and replaced. No additional adverse patient effects were reported. The device has also been returned and analysis has been completed. This report has been updated with the product investigation results.

Event description:
It was reported that this device was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. A supplemental report will be issued upon completion of analysis. Please note: patient code 3191 was applied to capture the reportable event of surgery.